Event description:
It was reported that the catheter became entrapped on the wire. A 2.1mm/ 3.0mm jetstream atherectomy catheter was selected for an atherectomy procedure to treat peripheral vascular disease. The catheter was used together with a non-boston scientific filterwire, and the device was locked in gard. According to the user, this combination had been used in the past without issue. Upon successful completion of the case, however, the catheter became entrapped on the filterwire. The catheter and the wire had to be removed together, and the devices remained intact. There were no patient complications reported.